Event description:
It was reported that during a lap appendectomy, the stapler was fired and blade started then stopped. Could not get jaws opened. Used manual override to retract blade to get jaws opened. Put a new battery in but could not get jaws to articulate to home position. Pulled out stapler and trocar to get stapler out. Procedure was completed after a slight delay without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2024. D4: batch # 788c74. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the joint cover damaged and with a gst45w reload loaded on the device. The reload was received unfired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The articulation mechanism was totally functional during functional testing. Device history review: a manufacturing record evaluation was performed for the finished device batch number 788c74, and no non-conformances related to the reported complaint condition were identified.